Manufacturer narrative:
The findings are based on pictures of the device taken after the incident and on the on-site inspection performed by an arjohuntleigh MFR's sales unit rep. The visual examination reveals major damage and scratches. Part of it is the result of the tipping, but the majority has been caused by abusive use. The base is broken on its right side and this was caused by pressure from the leg of the lift when it tipped towards its side. The jib and the hanger bar assembly are loose; this would indicate the hanger bar was frequently pulled from side to side with the purpose of moving the lift during pt transfers. In addition, a misalignment of the lift's legs is noticeable. The incident was duplicated during the inspection. If the front left wheel of the lift is caught under the bed frame, and at the same time, someone pulls the lift by the handle and the hanger bar, it is possible to tip the lift towards the person, on the right side. With the info received, the lift tipping would have been caused by inadequate handling of the device combined with a lack of training of staff involved. The MFR strongly recommends a retraining of the staff against the safe utilization of the maxi move and the adequate procedures of pt lifting and lift maneuvering. As per the operating and product care instructions of the maxi move, "do not attempt to maneuver the lift by pulling or pushing on the mast, the jib, the spreader bar or the pt as this can cause the lift to topple over." The MFR also recommends that the lift by repaired by a qualified technician prior to being put back into service.

Event description:
During a pt transfer, the lift front wheel was hung up on foot end of the bed frame and the certified nursing assistant pulled the lift from the side by the hanger bar and the handle, causing the lift to tip toward her and to pin her down against the sink and the closet. No injuries were reported.